Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® tapered certain® prevail® implant 5/4 x 10mm (xiitp5410) was returned for investigation. Visual inspection of the as returned product identified signs of wear due to use, dried blood and bone around the device and a damaged/worn collar, most likely from the retrieval process. Functional testing to recreate the reported event could not be performed due to the nature of the event. Additionally, the device was measured with calipers (cal8254 cal due: dec 5, 2020) and the length was verified to match specifications while the width was unable to match with specifications due to significant damage/wear. It was noted the allograft and sinus lift procedures were completed simultaneously with the removal of the implant. A pre-existing condition noted on the per was low bone density (type iii). The reported device was located on tooth # 14 and was implanted for approximately 1 year 3 months where the patient felt sinusitis and tinnitus symptoms since placement. The customer did not provide pictures, x-rays or other forms of objective evidence. DHR review was completed for the subject lot number (2017031991). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2017031991) for similar event and no other complaint was identified. November post market trending was reviewed and there were no negative trends or corrective actions for the reported event (medical: other) or device (xiitp5410). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: b4: date of this report; d4: unique identifier (UDI) number; d4: expiration date; g4: date received by manufacturer; g7: checked "follow-up"; h2: checked follow-up type; h3: device evaluated by manufacturer; h6: entered evaluation codes; h10: added manufacturer narrative. The following section has been corrected: h4: manufacturer date

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Event date: not provided. Initial reporter email address: not provided.

Event description:
It was reported that the implant (xiitp5410) was removed due to sinusitis and tinnitus problems presented after implant placement. No signs of infection has been reported.